Manufacturer narrative:
Qn# (B)(4). The customer returned an opened kit containing various components including an introducer needle and non-ars syringe for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The nose of the syringe was inserted into the female luer gage and was within the specified range. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luers conform to iso 594-1:1986. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A CAPA was opened to address this issue.

Event description:
Customer reported that "needle hub broken off when the needle is retracted". No patient injury or harm reported. The patient's condition is reported as fine. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "needle hub broken off when the needle is retracted". No patient injury or harm reported. The patient's condition is reported as fine. A new device was used to complete the procedure.